Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the labels intact and the device in good condition. A review of the event history log found no issues. Delivery accuracy tests were performed and was unable to duplicate the reported issue. The pump delivered according to manufacturing specifications. Based on the evidence, a root cause was unable to be determined.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over-infusion. No adverse patient effects were reported.